Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample upon receipt: tubes were confirmed to have been connected to each port of the oxygenator. A crack was observed in the port near the base of the thermistor probe. Leakage test of the actual sample: the actual sample in the state as received was incorporated into a circuit consisting of tubing, and colored saline solution was circulated. As a result, leakage was observed from the crack found in the investigation. No leakage was observed in other areas, such as from other connections with tubing. The thermistor probe part was examined under x-ray fluoroscopy. It was revealed that the crack in the port had extended from the base to the tip. Based on the results of the investigation, the cause of leakage at the time of use was inferred to be the crack that had occurred at the port where the thermistor probe was glued. The cause of the crack in the port was thought to have occurred when some kind of load was applied at some point after the gluing of thermistor probe to the port until the time of use; however, it was not possible to clarify the cause of this incident from the investigation results. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." "Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the tubing connection had water leakage. The event occurred pre-treatment. The procedure outcome was not reported. The patient was not harmed.